Manufacturer narrative:
A ge svc rep evaluated the sys but no conclusion can be drawn as further repair info is not available.

Event description:
The customer reported that the sys would not make an exposure. There is no report of injury or death associated with the event described in this complaint.